Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet rec'd it. If either the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
Medical affairs spoke to the granddaughter on (B)(4) 2004, and provided the following info. The pt called on (B)(6) 2004 alleging that segments were missing on the meter. The pt had felt numbness on her hands. She tested her blood glucose and the meter displayed a reading in the 400's. The last digit was hard to read. Pt did not take anything after attempting to use the meter. An hr or two later, she went to the hospital to retest her blood glucose and the result was 600mg/dl and was treated with insulin. Customer service was unable to resolve the issue and sent the pt a new meter. This case is being reported as a malfunction, since segments were missing on the meter. Pt suffered a serious injury; however, no evidence that the meter contributed to the injury. The meter displayed a high reading, and the hcp meter reading was also high.